Event description:
It was reported that a new ilet user contacted support because she was nervous about whether she announced her meal correctly; review indicated she had announced ¿dinner as usual,¿ and her blood glucose was 245 mg/dl with no symptoms and no visible infusion site issues. Symptoms included no clinical effects reported. Outcomes included no medical intervention, no hospitalization, and the user elected to allow the system to correct. Investigation included troubleshooting and user education with verification of meal announcement and visual confirmation that the infusion site appeared intact without alarms. Investigation of this case revealed no device malfunction, no component damage, and no alert activity; the event was characterized as hyperglycemia of unclear cause while the device was operating. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.